Event description:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During evaluation, an issue related to the sound abatement foam was observed. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged inlet filter was missing. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. It cannot be confirmed that shows inlet filter was missing. Secondary findings were blower foam degradation, blower box assembly particles inside and bottom feet missing. The internal aspect of the device was inspected. There was one error found. The manufacturer concludes that they could not confirm the customer's allegation of inlet filter was missing but there was secondary finding of visible foam degradation in blower. Corrected information provided in b.5., information (the manufacturer received information alleged inlet filter was missing) was not included in initial MDR. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058.